Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer went to the emergency room (ER) due to a low blood glucose (bg) level of 47 mg/dl, needing settings adjustments. Reportedly, customer experienced a seizure. Reportedly, customer attempted to self-treat by administering baqsimi; however was treated intravenously with fluids of saline at the emergency room (ER). Customer was released from hospital on (B)(6) 2023 with issue resolved and no permanent damage. Systems check with tandem technical support confirmed the pump is functioning as intended.